Manufacturer narrative:
Initial reporter's phone number: (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to strain/wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the trigger on the battery handpiece device was blocked, jammed, and not functioning. It was further determined there was a slight leak at the bottom of the device; and small chips and dents at the bottom of the housing. It was further noted that the device failed pre-repair diagnostic tests for leakage, proper functioning of the trigger, the function of all modes, response of on/ off trigger and performance. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.